Event description:
Pt reported obtaining back-to-back blood glucose results of 461 mg/dl and 175 mg/dl, while using the suspect device. Pt stated that, based on the value of 175 mg/dl, she delivered 13 units of insulin glargine. No adverse event was reported. Valid qc testing was not performed on the suspect test strips (control solutions were expired). Technical support requested the return of the suspect product and replacement product was shipped.